Manufacturer narrative:
The customer contacted resmed astral support to request assistance regarding an unresponsive astral device. An astral support representative went through the troubleshooting steps with the customer and the customer was instructed to perform a safety reset. This resolved the customer issue, therefore, no device was returned to resmed for investigation. Based on all evidence and previous investigations of similar complaints, it was determined that the reported complaint was most likely due to a software issue. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference #: (B)(4).

Event description:
It was reported to resmed an astral device had an unresponsive touchscreen. There was no patient injury reported as a result of this incident.